Event description:
The customer reported that during a laparoscopic appendectomy, the device was used near a staple line an the system light flashed red and stopped working. The device was removed from the patient and while the jaws were being cleaned, a piece of the active waveguide disengaged. The procedure completed with another type of device. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.